Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50 serial: (B)(4), batch: 21038283/5067641.

Event description:
It was reported that the patient was experiencing inadequate pain relief and increased pain that felt like muscle spasm. It was noted that the pain was causing headache and thoracic irritation was felt when the device is turned. It was also reported that the patient was no longer getting pain relief after an unsuccessful reprogramming. The patient underwent an explant procedure. The explanted devices were not returned to bsn due to hospital policy.